Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not log on. A technical support specialist (tss) found that an improper upgrade procedure had caused the old vhd image to remain on the device¿s drive. Upon reboot, the device reverted to es 1.7, which caused login issues. The tss applied the ka procedure to remove the old image and convert the device back to es 1.11. They worked through all medstation/pas devices to ensure that they would not utilize the old vhd image and to prevent future problems. The customer granted permission to close the case via phone. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had getting message as an unexpected data error occurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.